Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the occlusion issues by priming the line and trying again, and reported that the pump would allow bolus afterward.